Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg is reaching end of life. Surgical intervention may be planned.

Event description:
It was reported that the patients ipg was reaching end of life. Surgical intervention intervention was undertaken on (B)(6) 2022 where the ipg was explanted and replaced. Therapy was restored post op. Analysis of ipg generator logs showed that the devices longevity was within normal specifications.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.